Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2010-03649, 2134265-2010-03708, 2134265-2010-03707, 2134265-2010-03706. It was reported that during placement of an abscess drainage catheter for a liver abscess, a perforation occurred. An f/g 0.018 platinum nitinol guide wire was being used. The physician stated he loaded the guide wire with the proximal end first due to how the guide wire is loaded in the packaging hoop the tip of the guide wire caused a perforation of the liver hilus. The physician then pulled four additional platinum nitinol guide wires and confirmed they were packaged the same. These guide wires were not used. The procedure was completed and the patient was hospitalized and reported as stable.

Event description:
Same case as MFR#: 2134265-2010-03649, 2134265-2010-03708, 2134265-2010-03707, 2134265-2010-03706. It was reported that during placement of an abscess drainage catheter for a liver abscess, a perforation occurred. An f/g 0.018 platinum nitinol guide wire was being used. The physician stated he loaded the guide wire with the proximal end first due to how the guide wire is loaded in the packaging hoop the tip of the guide wire caused a perforation of the liver hilus. The physician then pulled four additional platinum nitinol guide wires and confirmed they were packaged the same. These guide wires were not used. The procedure was completed and the patient was hospitalized and reported as stable.

Manufacturer narrative:
Device evaluated by MFR.: the platinum nitinol guide wire was received in the original opened pouch without any residue present on the device. Examination identified the guide wire loaded correctly with the proximal end exposed and extending past the hoop and distal end loaded inside the hoop assembly. No damages were observed on the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).